Event description:
On (B)(6) 2017, the patient underwent follow up computed tomography and the leading olive with a portion of the device delivery catheter lumen were visualized within the patient's anatomy at the origin of the celiac artery. The patient underwent reintervention this date and the device artifact was successfully retrieved without issue. The device delivery catheter and retrieved artifact were retained by the hospital, and unavailable for analysis by gore.

Manufacturer narrative:
The device and retrieved device artifact were retained by the hospital and unavailable for analysis by gore. No further information was made available.

Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc201000/15078513. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent follow up computed tomography and the leading olive with a portion of the device delivery catheter lumen were visualized within the patient's anatomy at the origin of the celiac artery. The patient underwent reintervention this date to retrieve the device artifact. Additional information has been requested.